Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device response to a magnet was to go to a rate of 85 bpm. It was further reported that an atrial pacing spike was noted, but the expected ventricular spike was missing and that an intrinsic ventricular contraction would occur after 400 msec. The right ventricular lead impedance was measured high at greater than 7500 ohms. There was no ventricular capture in either bipolar or unipolar mode. The device and lead remain in use. No patient complications have been reported as a result of this event.